Event description:
Caller states that the patient tested 7.7 inr on the device while a comparison lab drawn within a 4 hours returned as 4.4 inr. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.